Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies in main drawer 5.1 were not on the bus, causing the drawer to fail to open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer inspected main 5.1 and removed all cubies and trays and cleaned drawer and reattached each row board cable then all rows and cubies were being detected and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.